Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right ventricular lead exhibited episodes of noise that were incorrectly characterized as non-sustained ventricular fibrillation episode. No therapy was inappropriately delivered in response to the noise. The lead was explanted and replaced. The patient showed no symptoms before, during, and after the procedure.